Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Other text : evaluation in process.

Manufacturer narrative:
(B)(4). The customer had a dual reactive anti-hcv and chagas sample when using abbott prism hcv, list number (B)(4), lot 45055m500 and abbott prism chagas, list number (B)(4), lot 39515m500. Refer to manufacturer report # 1415939-2015-00014 for prism chagas. Evaluation of complaint data for the products and reagent lots used by the customer identified normal complaint activity. Additionally, review of the device history records for the reagent lots did not reveal any issues related to the customer's observations. A label review was also performed and found labeling to adequately address the customer's issue. Finally, review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism hcv and abbott prism chagas products are less than the package insert upper 95% confidence intervals. As a result, there is not enough information to reasonably suggest a malfunction (within performance claims). This investigation indicates that the product is performing as expected; there is no deficiency.

Event description:
The account stated the donor sample ID (B)(6) generated false reactive prism hcv results ((B)(6)) but tested ortho hcv confirmation (B)(6). No impact to patient management was reported. No specific donor information was provided.